Event description:
The customer reported that, during maintenance, the subject device was not providing the correct output when in the "p-des" setting. The subject device was sent to an olympus service center for evaluation. During inspection and testing, output was low. This report is being submitted for the malfunction found during evaluation (output too low). The event occurred during maintenance and there was no patient involvement.

Manufacturer narrative:
During inspection and testing, output was low due to a faulty circuit board. The circuit board could not be properly mounted due to broken snaps. In addition, a mounting foot and socket cover were missing, there were scratches on the housing cover, an error occurred during the hand switch test due to a faulty circuit board, the software version was old, and error codes were found in the fault log for the test cable being beyond its time allocation, the hand switch button being stuck, and the footswitch pedal being stuck. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: h4, h6, and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the broken circuit board (pkrf) and snaps. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of the damages. Olympus will continue to monitor field performance for this device.